Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot: 19c13g50, exp: 11/2019, 0.9 nacl injection; criticalcare vial, lot: 108179c, exp: 03/2021, ceftazidime injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set leaked during a ceftazidime 2gram/0.9% sodium chloride 100ml infusion. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of tubing set leaked was confirmed. Visual inspection of the set noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0289 inches long. Visual examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were noted. Functional testing confirmed leaking coming out from the silicone tubing near the upper fitment. The root cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Event description:
It was reported that the tubing set leaked during a ceftazidime 2gram/0.9% sodium chloride 100ml infusion. The customer further stated that there were no adverse effects caused to the patient from the event.